Manufacturer narrative:
Based on the customer's claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the reported complaint. Failure analysis found the primary finding of broken blade to be related to the reported complaint. The blade broke at roughly 0.163¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Scratches on the blade tip may lead to premature blade failure. Blade damage could be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the user observed physical damage on the distal end the harmonic ace instrument disposable insert. Troubleshooting was performed by replacing the damaged instrument with a back-up instrument, and this resolved the issue. Following this, the user completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported.